Manufacturer narrative:
(B)(4). Concomitant devices: unknown vanguard femoral component, catalog #: ni, lot #: ni, unknown vanguard tibial component, catalog #: ni, lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address wear and instability post-operatively. During the revision procedure, the post of the tibial bearing was identified to be fractured. The complainant verified that no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Visual inspection of an image provided identified that the post of the articular surface had fractured off. The root cause remains unchanged at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.